Event description:
Patient had episode of right heart ventricular tachycardia (r-t v-tach run). Episode was self limiting and terminated on its own. Bedside registered nurse (rn) and charge rn investigated emergency defibrillator pads on patient in case patient needed to be connected to defibrillator. Both defibrillator pads were attached to patient, however cables were frayed off and broken. Upon further inspection, there were two sets of pads on patient, both sets had frayed and disconnected cables from hub. Bedside rn and charge rn removed both damaged set of emergency pads and placed a new set.